Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a lack of therapeutic effect and felt a strange pain in the vaginal lips described like a "burning sensation from a new cut". She also had an itching sensation around the neurostimulator area which started a day or so ago and felt 3 different hard spots around the device area (felt no open skin). When the device was turned off, the pain and burning sensation in the vagina stopped. The pt visited her physician and was told that possibly a wire became misplaced. It was noted that her trial results were "great". The pt had an appointment to follow up with her physician. Further info was requested from the healthcare professional.